Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, when the physician threw the needle of the mesh leg assembly into the arcus tendineous with the capio device, he perceived a "misfire." When the physician then pulled the leg assembly through the arcus tendineous, the needle detached and remained stuck inside the patient's tissue. The physician was unable to locate the needle, and it was not removed. The physician completed the procedure with this device by using a stand-alone capio suture to tie the mesh down. There were no further complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.